Event description:
Caller alleged discrepant precision results using the inratio meter: results as follows: date: (B)(6) 2011; inratio: 3.8; re-test: 2.3; re-test: 2.4. Different finger sticks and different fingers were used for each sample. Caller reports that they do not change the test strip code and that they "milk the finger".

Manufacturer narrative:
Investigation pending.